Event description:
Provider attempting to remove zoll intravascular catheter. Coils collapsed and catheter broke leaving part of the catheter in patient's subclavian vein. Patient will go to interventional radiology to see if piece can be removed.